Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they saw the dds and an orthodontist who both stated the treatment plan would not work for the patient due to extreme misalignment of their jaw, extreme crowdedness of their teeth and their overbite. Both dds and orthodontist recommended the patient cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.